Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the ats2200 cuff deflates itself during op and starts to alarm. Operating staff takes the tourniquet machine and puts it in another room until the battery dies. Another machine ats2200 was used to complete the operation. Medical technical department looks over the machine and can't find any malfunction or error codes. The product has been at the medical technical department and there was no malfunction with the machine. No harm or delay. No adverse event was reported as a result of this malfunction.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.